Event description:
A malfunction alarm was reported, and there was no adverse impact to the customer's blood glucose level. The customer had not previously reset the pump, so technical support provided guidance and assisted with the reset. After the reset, the malfunction did not recur, and the customer was informed to continue using the pump while being advised to report if the issue happened again.